Manufacturer narrative:
Patient information has been requested with customer; however, there was no response. If information is received at a later date, this complaint will be re-opened and update accordingly.

Event description:
The customer reported that the unit has error code message of pressure regulation high. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient. Additional information has been requested.